Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure they opened the vasoview hemopro 2 packaging and noticed that the hp2 jaws had an issue. The harvester observed the device and stated that it appears the energy wire on the jaws had been bent and was sticking out at a right angle. The device was not usable. The harvester requested a new device to start the procedure. No patient contact, the issue was noticed on the scrub table before use.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 07/29/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside its packaging material. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000232716 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.